Event description:
Pt receiving physical therapy. Dynatron 500 e-stim applied. Pt asked therapist to turn up level of e-stim device. Therapist stated she had rarely taken e-stim that high before, pt stated it "felt good." Therapist turned it down 10 points and activated the scan mode, pt asked for it to be turned down 2 more pints. E-stim left at that level for 15 minute treatment. Pt checked on twice during 15 minute treatment. After treatment completed, therapist removed heat and electrodes, noticed a 1 cm x 1/2 cm blister where right upper electrode had been placed. Pt later contacted clinic, told therapist he had gone to his doctor later that day as affected area on his back had expanded; md told pt he had a second degree burn.